Event description:
In the course of therapeutic procedure, a lung biopsy, it is reported that the needle separated from the sheath and damaged the scope. There is no report of death, serious injury or mistreatment associated with this event. The patient condition is noted as fine.